Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during an arthroscopic surgery, a small piece of the probe tip peel off. A replacement was available. Although there was patient involvement, the surgery was completed successfully.

Manufacturer narrative:
Visual inspection : the returned units was visually inspected under microscope. Electrode and ceramic still attached on the tip, the alleged complaint of piece of probe tip peel off condition was not confirmed. Wear marks, burnt stains and left over tissue residue on the electrode suction hole were observed on the probe tip. Functional inspection : the probe was connected to crossfire console in the cel and performed an operational simulation using a cup of saline water and a piece of tissue paper no abnormal condition was observed during the activation test and it was fully operational. All switches were also verified no problem found. As part of the investigation is to read the activation history of the probe, connected the probe to the serfas energy programmer box. The e-prom box has a maximum capacity to store of 41 activation instances. The returned unit was dissected to verify the electrical connections. No abnormal condition was observed in terms of wire connections. However an excessive could potentially be leftover residue from the saline once the liquid evaporated was observed on the pcb. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during an arthroscopic surgery, a small piece of the probe tip peel off. A replacement was available. Although there was patient involvement, the surgery was completed successfully.